Manufacturer narrative:
Concomitant medical products: product type: implantable neurostimulator, product ID: 37711,serial# (B)(4), implanted: (B)(6) 2006. Product type: extension, product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: lead, product ID: 3998, lot# v003655, implanted: (B)(6) 2006. (B)(4).

Event description:
A manufacturer representative reported a consumer at one time had her entire system removed due to infection. The consumer was then re-implanted with a new surgical paddle and two extensions to be able to make it around to the consumer's abdomen. Indication for use included spinal pain and post-laminectomy pain.